Event description:
Pt's one touch profile meter was reading inaccurately low. Pt described feeling thirsty, having blurry vision, dry skin, and frequent urination. Pt obtained an "86 mg/dl" and "83 mg/dl" on the reported meter and took insulin. Pt did use a different meter, however, no results were provided. Pt was taken to the hospital, where they were treated intravenously. The customer service rep walked pt through check strip test, which resulted in a reading of "99 ok". The pt reported that the high end of the check strip range was only a "98", which would indicate that the "99 ok" was a failed test. The control solution test fell outside the accepted range. Medical affairs specialist attempted to contact the pt to obtain additional info, however, the pt never returned the voice message. Mailed letter to pt. Pt did have hyperglycemia symptoms and relatively normal blood glucose levels, however, there was no indication of when the pt tested and how much insulin they took. The results and treatment info from the hospital were also unk. Based on the info available, there was no real evidence that the meter contributed to an adverse event. The meter, tests trips and control solution were replaced.